Event description:
Note: date of event is unknown. It was reported to boston scientific corp in 2008, that during patient feeding, a button replacement gastrostomy device was found to have a leak at the proximal connection of the feeding adapter. There were no patient complications reported as a result of this event. The patient's condition was reported as "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The suspect device has been returned, but the device evaluation is not complete. The cause of the reported event has not been determined.